Manufacturer narrative:
The investigation determined that two higher than expected vitros vanc quality control results were obtained from a non-vitros qc fluid material run on a vitros 5600 integrated system. A definitive assignable cause could not be determined, however, the calibration in use at the time of the event cannot be ruled out. Acceptable performance was obtained when an alternate calibration was put into use. There is no indication a reagent issue contributed to the event. As a performance test was not completed to verify the performance of the vitros instrument, a transient malfunction cannot be ruled out as a contributing factor. A definitive assignable cause for the event cannot be determined.

Event description:
Two higher than expected vitros vanc quality control results were obtained from a non-vitros mas quality control fluid processed on a vitros 5600 integrated system. Qc vitros vanc results 11.1 and 11.1 ug/ml versus expected 7.9 ug/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected. However, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).